Event description:
It was reported that during an implant procedure, the right atrial lead helix appeared to be fully extended, but the lead dislodged twice while removing the stylet. On the third attempt, the helix jumped to full extension without fixation. The lead was removed from the patient and exercised externally; the helix extension was not smooth and jumped to full extension in one movement. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).